Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon attempted firmware upgrade, the pacemaker went into backup operation. The device was successfully restored from backup operation. The patient was asymptomatic and stable throughout, and would continue to be monitored with normal follow-up.